Event description:
Health care professional reports pt noted heater bag was inflated with air during treatment on homechoice device. Pt discontinued treatment and went to ER for "cramps in her side". Pt was released with no medical intervention. Upon return home, pt's caregiver used same homechoice set and re-spiked heater line to new solution bag. Per health care professional, no pt injury resulted.